Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cybersecurity incident occurred with the tandem pump. There was no adverse impact to the customer¿s blood glucose level. Additional information was not provided. Reportedly, the customer continued to use the pump for insulin therapy.